Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The access ports were used ot release the vessel locator wings and the device was removed from the patient. Hemostasis was achieved using manual compression there were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.